Event description:
It was reported that the patient presented with myopotential oversensing resulting in pacing inhibition on the right ventricular channel of their implantable cardiac defibrillator. There were no patient consequences and the patient will continue be monitored.